Event description:
Additional information received reported the patient experienced a lack of stimulation coverage. Electrodes 8-15 were open circuits with impedance measurements greater than 10,000 ohms. The event was due to a lead disconnection. A surgical revision was performed on (B)(6) 2012 during which the 5-6-5 paddle lead was reconnected. The patient received post-operative reprogramming on the same day. The patient did not require hospitalization and there was no patient injury. The patient had good coverage following the revision. Additional review of this event determined it had also been reported in manufacturer report number 3004209178-2012-06563. Any additional information received regarding this event will continue to be reported in this manufacturer report number (3004209178-2012-06541).

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012; product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not feel stimulation. It was noted that the patient had 2 settings on her device. The patient stated that "on the first setting, she could not feel stimulation, but on the second setting, she could feel stimulation only if she turned it up really high". It was also noted that the stimulation would turn on and off after she goes over a bump. It was further noted that the manufacturing representative could not detect a short and that the patient's husband "thought there was a broken lead". It was further noted that the patient thought her device was "helping her a bit, but she was hurting". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.